Event description:
It was reported the pt experienced new pain in his abdomen and upper thighs post-operative. The pt's original pain pattern is lower extremities (feet). F/u indicated during the permanent procedure the physician had experienced difficulty placing the lead midline. The pt is working with his physician to determine a resolution to this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.